Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using humulin r 500 insulin with the pump. Tandem customer technical support informed customer that humulin r 500 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.